Event description:
The eea 28mm (medium/thick) anvil turned 90 degrees before firing. The surgeon never removed the safety or attempted to fire. The device was bagged and saved for return to sales representative.